Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. Analysis of the pump revealed no anomalies.

Event description:
Information was received from a health care professional regarding a patient who was receiving compounded baclofen (unknown dose and concentration) via an implantable pump for spinal pain and intractable spasticity. The patient was very thin and had local trauma to the pump area, as a result, the pump was exposed after the scab fell off from the abdominal wound. No troubleshooting was necessary. The pump was explanted on (B)(6) 2016 due to the therapy related issue. There was no patient injury. The explanted pump was returned for archive/storage

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.